Event description:
Rn was preparing to warm infant's heel for labs. When she went to activate the heel warmer by squeezing it, the packaging opened at the seam, spraying the activating chemical solution out over the rn's pants, gloves, floor and the refrigerator. Per additional information received by the hospital from the MFR.cardinal rep apologized for the incident at hand. Rep to file a quality report within cardinal.(1) all cardinal thermal heating products are made from a chemical call sodium thiosulfate.this provides a more consistent/controlled temperature and essentially eliminates the chances of the products temperature from "spiking".many of the competitive products spike above the desired therapy range and slowly drop down, thus increasing the chances of a burn when used without a protective cover. With cardinal thermal heating products, a protective covering is not needed. (2) sodium thiosulfate and the contents are certified food grade and nontoxic chemicals. (3) the maximum temperature the cardinal infant heel warmers would reach is 105f. The one in which the hospital is using reaches 104f as a maximum temperature. Rep provided product material safety data sheet (msds). Rep gave commitment that issue will be resolved in a timely manner and cardinal will take the appropriate quality considerations in reducing the chances of occurring in the future.